Event description:
Customer reports their "cable is burnt" and can no longer be plugged into their adc device. Customer further reports "explosion" and visible smoke. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6)was returned and investigated. Performed a visual inspection on the returned reader and damage to the usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. A visual inspection on the returned adc cable revealed burn marks, evidence of electric shock, and fire on the cable. A visual inspection on the returned adaptor revealed no issue. The adaptor voltage measured at 0v, and it did not fall within specification range (4.75v-5.25v). De-cased the reader and visually inspected the pcba (printed circuit board assembly). Placed the reader into the reader test fixture and reader log was downloaded successfully. An extended investigation was conducted. A visual inspection of the returned charger revealed burn marks on the charging cable and internal usb port, and an aroma of burning. The charger produced no voltage output when tested with a load tester. Therefore, this issue is confirmed to faulty charger. In addition, the DHR for the libre reader indicated by the serial number provided by the customer and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Additional information: section h4 (device mfg date) was updated based on the returned product download.

Event description:
Customer reports their "cable is burnt" and can no longer be plugged into their adc device. Customer further reports "explosion" and visible smoke. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This complaint was further reviewed and investigated on 20may24 and it was determined that this issue was not confirmed to use. Reader (B)(6) was returned and investigated. Performed a visual inspection on the returned reader and damage to the usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. A visual inspection on the returned adc cable revealed burn marks, evidence of electric shock, and fire on the cable. A visual inspection on the returned adaptor revealed no issues. The adaptor voltage did not fall within specification range. The power adapter failed testing. The returned reader was further investigated. De-cased the reader and visually inspected the pcba (printed circuit board assembly). Placed the reader into the reader test fixture and reader log was downloaded successfully. An extended investigation was conducted. A visual inspection of the returned power adaptor revealed burn marks on the adaptor cable and internal usb port, and an aroma of burning. The adaptor produced no voltage output when tested with a load tester. The returned power adaptor was de-cased and a visual inspection was performed on the pcba. Arc flash marks and scorching on the pcba was observed. Corrosion and traces of contamination caused by liquid ingress was also observed. The liquid ingress would have had a conductive property whereby causing a short between the live and neutral terminals of the power adapter. This would have caused an arc flash and the adapter to fail. Therefore, this issue is not confirmed to use due to liquid ingress in the power adapter. In addition, the DHR for the libre reader indicated by the serial number provided by the customer and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. H6 has also been updated to reflect the codes based on final investigation resolution. Updating the final investigation resolution of the case from confirmed to not confirmed as per the additional investigation completed all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their "cable is burnt" and can no longer be plugged into their adc device. Customer further reports "explosion" and visible smoke. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.